Manufacturer narrative:
Foreign report source: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient has had the ins for 8 years. Since the beginning of last year the patient suddenly gets power surge, shocking sensation. This happens out of nowhere. Turning the stimulation off for a few days did not help. The impedances were good. The cause of the event was unknown. Different settings were currently being tested, resistance seemed alright. The manufacturer representative has proposed to see the patient together with the physician, no concrete date yet. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that after an impedance check it seemed that the lead was broken. The patient noted that they fell on their coccyx before the pain complaints. The healthcare provider was planning on replacing the lead to solve the issue. Additional information received reported that the patient had fallen, which caused the lead breakage. It was noted that the event was resolved and root cause was that the patient had fallen, so no product defect or what so ever. No further complications were reported or anticipated.